Event description:
During verification testing at the service center, the device powered off without sounding an audible alarm tone when unplugged from ac power.

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter query by hospira personnel.